Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time was 15 mmol/l. The customer was putting in a dinner bolus when the keys would not respond. They tried to fix by replacing the battery but they received a battery out limit alarm. Customer is not able to treat their blood glucose levels due to it being a rebound from hypoglycemia. The hypoglycemic episode was brought on by exercise. Could not troubleshoot battery out limit alarm due to the unresponsive keypad issue. Advised to discontinue use of the insulin pump and that it would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specifications. No unexpected battery out limit alarms noted. The device had intermittent buttons due to corroded keypad traces. It also had cracked case at battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.